Event description:
It was reported that during a device change out, externalized conductors were observed via fluoroscopy. The sense portion of the lead was noted to be previously capped in 2009 due to low impedance and noise. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.